Event description:
It was reported that the patient was in the hospital with many health issues. A ventricular fibrillation episode occurred where six shocks were delivered but the patient needed to also be externally defibrillated. The sensing integrity count was up to 2100 since the day before the episode. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.